Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio-control reviewed the device data and verified the reported issue. The device log shows that the device logged initial lid switch opened continuously from (B)(6)2020 to(B)(6)2021, which is the cause of the reported issue. Physio-control could not reproduce the reported issue, so root cause could not be established. The device was archived by physio-control and the customer was provided a replacement device.

Event description:
The customer contacted physio-control to report that their device does not stop audio prompts when the lid is closed. In this state the device may not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
Section g4 reportability awareness date of supplemental 001 indicated: (B)(6) 2021

Event description:
The customer contacted physio-control to report that their device does not stop audio prompts when the lid is closed. In this state the device may not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device does not stop audio prompts when the lid is closed. In this state the device may not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.